Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was detached and replaced due to perforation and the helix not being able to be effectively deployed. Should additional information become available, this report will be updated.